Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hydrocele resection, while suturing, the needle had broken in the 2/3 of the needle's tail. Use of the broken needle was immediately stopped and was replaced to resolve the issue. There was no patient injury.